Manufacturer narrative:
No product was returned for investigation.

Event description:
During ambulance transfer the patient was noticed not to be ventilating. The green diaphragm was identified as the problem. It was realized the green diaphragm had become stuck. The diaphragm is sterilized after use and repeated sterilization causes the diaphragms to get sticky and occasionally they get stuck on inspiration. Swapped the patient onto the anesthetic bag and commenced hand bagging patient. The patient remained stable. A spare green diaphragm was taken from the ambulance cupboard. No harm to patient. Caused a slight delay.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.